Event description:
According to the report, during a revision case in which the surgeon was completely replacing the hero, the surgeon inserted a guide wire through the original outflow and removed the outflow component. In fluro, the marker tip was evident just beneath the left clavicle, but the surgeon thought it was from the bed or draping. The surgeon started to insert the new outflow and felt resistance and pulled back. At that point, he examined the outflow that had been explanted and noted that the marker band was missing. Using a balloon, the surgeon was able to retrieve it. After being removed, he reinserted the new outflow but got caught at the same spot where the tip had detached. He noted there was a narrowing, and after ballooning he was able to successfully implant the new outflow.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, during a revision case in which the surgeon was completely replacing the hero (lot unknown), the surgeon inserted a guide wire through the original venous outflow component (voc) and removed the voc. During fluoroscopy, the marker tip was evident just beneath the left clavicle, but the surgeon originally thought the object was from the bed or draping. The surgeon started to insert the new voc and felt resistance and pulled back. At that point, he examined the voc that had been explanted and noted that the marker band was missing. Using a balloon, the surgeon was able to retrieve it. After being removed, he reinserted the new outflow but got caught at the same spot where the tip had detached. He noted there was a narrowing, and after ballooning he was able to successfully implant the new outflow. Despite multiple attempts, additional information could not be obtained from the surgeon's office. A review of the event was performed based on the limited available information. The reason for explant was not reported, but the original hero had been in place for two years. The report describes a narrowing in the patient's anatomy. From the description in the report, the narrowing seems to be under the clavicle where the marker band was retrieved and where resistance was met while deploying the new voc. It is possible that declot procedures were performed in the two years the device was in place. If the silicone was damaged from a balloon overinflated during previous declot attempts or by the described narrowing, it could cause the marker band to detach from the voc. It is likely that user error and/or the patient's anatomy led to this event.